Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving inappropriate therapy. Review of the egm noted that the rhythm was in the vf. Programming changes were recommended.